Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call that they had the same issue of no delivery alarms occur that day again. Customer's blood glucose level was over 400 mg/dl. The alarm was resolved by a complete set change. The device was not returned.